Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure along with ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tremor ("tremor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and tremor outcome was unknown. The reporter considered medical device removal and tremor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal , tremor , and medication error. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure along with ablation." On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tremor ("tremor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and tremor outcome was unknown. The reporter considered medical device removal and tremor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal , tremor , and medication error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.